Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 180 mg/dl. The customer got into the swimming pool water. Customer reported that their is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. Also, received with corroded lcd board noted during our visual inspection. The operating currents are within specification. No unexpected battery out limit alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.